Event description:
It was reported that following device implantation on (B)(6) 2009, the patient experienced delayed wound closure. According to the surgeon, around (B)(6) 2009, the patient underwent an additional invasive procedure as a "wound revision" under local infiltration anesthesia. The devices involved remained implanted and the event was resolved.